Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report numbers: 3006705815-2021-00792, 3006705815-2021-00791. It was reported that the patient had a fall which resulted in lead migration and loss of communication with ipg. As a result, surgery intervention was taken wherein the system was explanted and replaced.

Manufacturer narrative:
The reported event for no stimulation was confirmed. As received, the lead was complete (the complete 60cm was returned). Microscopic inspection of the lead revealed all wires were broken 20.0cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.